Event description:
It was reported patient underwent left hip revision procedure approximately 11 years post implantation due to stem fracture. During the procedure all implants were removed, surgeon noted osteolysis near the implant fracture sight, as well as elevated crp and cell counts were concerning for low grade infection, therefore elected to place antibiotic spacer. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). D10: item #: 0100406118, revitan, distal part, curved, uncemented, 18/140, lot #: 2707832 item #: 0100402055, revitan, proximal part, cylindrical, uncemented, 55, taper 12/14, lot #: 2712000. The reported product as well as the proximal component and the femoral head were returned to the post market surveillance team for examination. The proximal component was returned still assembled with the femoral head. The reported event of fracture at the pin connection of the distal component can be confirmed. There are several scratches of varying depths to be seen on the proximal component, distal component and on the femoral head, likely stemming from the revision surgery. Bone residue is present along the whole length of the distal component. Of note, there appears to be some horizontal abrasion marks present on the medial portion of the proximal component. The fracture surface of both the distal and proximal component were further examined. Beach lines can be observed on both components, originating from the lateral side to the medial side of the components. These beach lines are indicative of a fatigue fracture. There are also several polished surfaces and damages to be seen on the fracture surface, likely due to contact of the components after the fracture. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. The revision report was provided and reviewed by a health care professional with the following assessment: implant fracture of stem & positive lab test concerning for infection; dx of low-grade infection. Crp 40, cell count 6000. Slight clear effusion, cup found with ingrowth, removed w/out bone loss. Bone defect acetabular wall. 10x7mm osteolysis laterally below fracture site of implant on femur; distal implant with ingrowth; explanted. Debrided site, no visible signs of infection. Notes: ¿medially there is a subtrochanteric infraction¿ ¿ believe this is referring to a fracture was noted, this is noted at the end of the surgical note and not mentioned during the explanting of the stem, but rather during the placement of the competitor spacer. Elected to treat with placement of non-articulating spacer w/2 rods and final osteosynthesis w/3 cerclage plates. Wound closure, placed on IV antibiotic unacid. Based on the available information, the reported event can be confirmed. During the investigation process a review of the sterile certifications were reviewed and found to be conforming with no applicable deviations. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As there are no indications of a product or process issues identified affecting implant safety or effectiveness, implanted products are not identified as the source or contributing to the reported infection. Based on the investigation, a fracture of the connection pin of the revitan stem can be confirmed. The characteristics of the fracture surfaces point to a fatigue fracture. The cause may be multifactorial, consisting of patient- and procedure-related factors. Nevertheless, with the information provided, we are unable to provide further analysis of the complaint reported or draw any definitive conclusions as to the root cause of the reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.